Event description:
It was reported that a revision surgery was performed to remove a mobi-c device at c6/7 after the patient developed anterior heterotopic ossification. The patient was converted to a fusion device.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in d4: UDI number, g1, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was sent to exponent, they provided the following inspection details. The articulating surface of the polyethylene insert showed machining marks and multidirectional scratches consistent with minimal wear. All components had evidence of iatrogenic damage. Stage iii analysis was conducted to assess the condition of the polyethylene insert. Stage iii analysis found a moderate to severe oxidation level of the insert (1 = oi = 3) and mechanical properties consistent with this level of oxidation. The provided x-ray image did not have enough detail to confirm the heterotopic ossification. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device at c6/7 after the patient developed anterior heterotopic ossification. The patient was converted to a fusion device.